Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 546 mg/dl. At time of this report, customer's blood glucose was 239 mg/dl, but he checked again later and it was 230 mg/dl. His symptoms of high blood glucose was stomach ache. He manually injected to treat. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles were found. The infusion set tubing looked pinched about an inch and a half from the insertion site. Customer declined to check for site or insulin issues. While checking settings, customer stated the doctor had changed his target range recently. Basal rates and bolus history were accurately displayed. The customer did not have a clamp to run high pressure test and was advised to call back when tubing clamp was available. Customer called back on (B)(6) 2015 and high pressure test was performed and passed. It was advised to change entire set, reservoir, and insulin, and to monitor for other issues.